Event description:
The user reported that the monitor would not turn on. There was no harm to any pt. The problem was determined to be failure of the nicd battery which was over 10 years old. After replacing the battery, the unit functioned normally. The event is not occurring more frequently or with greater severity than is usual for the device.